Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4). At 10:30 am the result from the meter was 6.8 inr and the repeat results were 4.4 inr, 3.8 inr, and 4.0 inr. The repeat results were immediately after the initial result and were all from the same finger. The customer's coumadin dose was changed based on the meter result. There was no adverse event. The customer's condition was "good". The customer was not anemic and no antiphospholipid antibodies. The customer has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 3.0 inr. The qc was acceptable. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.